Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. The "up", "down" and "ok" buttons require multiple presses to elicit a reponse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, the contrast and up arrow keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.